Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec-3490tmi is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to water leakage in the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. During inspection the equipment department found that the image was blurry. Then it was sent to repair and the device worked well. No adverse event happened.